Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery complaint - a health professional reported that the central screw in the 4-hole drill guide broke inside the baseplate making it impossible to drill or introduce the retaining screw to secure the glenoid head. The surgery was completed with another device after a 10 minute delay. There was no patient impact.